Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized with high power alarms, slightly elevated lactate dehydrogenase (ldh) 229 and suspected thrombus. Diuretics were held and speed maintained. International normalized ratio on discharge was 2.6. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4) was not returned for evaluation. The reported "high power alarms" event was confirmed via review of the controller log files which revealed 9 high watt alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and historical review of similar high power events, a possible root cause of the reported event may be attributed, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient-related factors. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.